Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found the eschar build-up had the jaws stuck in the closed position. The cutting blade was stuck in the advance position, as well. Once the jaws were cleaned, the overall movement significantly improved. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. Manufacturing does 100% inspection during the assembly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. It was reported that the device stopped working, jaws were difficult to open and knife blade did not retract. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic total cystectomy, this product was used multiple times for dissection and sealing for about 45-60 minutes. When clamping the thick adipose tissue around the bladder and pulling the knife trigger after sealing, the knife became extremely stiff, it stopped at the tip of the knife rail inside the jaw, and the jaws of the ligasure could no longer open. The tissue was released without any issues, and there was no trauma to the patient. Device was cleaned one time in about each 4~5 sealing. It was cleaned every time the device was returned to the instrument table. Knife did not protrude to the jaw. The operation was proceeded without problems using a new lf1937. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic total cystectomy, this product was used multiple times for dissection and sealing. When clamping the thick adipose tissue around the bladder and pulling the knife trigger after sealing, the knife became extremely stiff, stopping at the tip, and the jaws of the ligasure could no longer open. The tissue was released without any issues, and there was no trauma to the patient. The operation was proceeded without problems using a new device. There was no patient injury.

Event description:
According to the reporter, during laparoscopic total cystectomy, this product was used multiple times for dissection and sealing for about 45-60 minutes. When clamping the thick adipose tissue around the bladder and pulling the knife trigger after sealing, the knife became extremely stiff, it stopped at the tip of the knife rail inside the jaw, and the jaws of the ligasure could no longer open. The tissue was released without any issues, and there was no trauma to the patient. Device was cleaned one time in about each 4~5 sealing. It was cleaned every time the device was returned to the instrument table. Knife did not protrude to the jaw. The operation was proceeded without problems using a new device. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.